Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked top case and the front left corner, barrel head and battery were missing. The tamper seal was removed. Review of the event history log (ehl) showed a force sensor test." The device was powered on and a visual inspection was performed and the reported issue was duplicated. The force sensor did not calibrate due to a missing plunger board. As a result, the missing plunger board was installed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a persistent audible alarm. Patient involvement is unknown.